Event description:
Philips received a complaint by the customer biomed engineer on the v60 indicating that the touchscreen was not working. It was reported there was no patient involvement at the time the issue was discovered. Philips authorized service provider (asp) went onsite and was able to duplicate the reported issue. The philips asp ordered and replaced the touchscreen to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. If /when components are received, an evaluation will be conducted, and an additional report will be submitted.